Manufacturer narrative:
The original issue description was loss of osseointegration, however we have received additional information that the issue description for this complaint is implant fracture at/after delivery of prosthetic restoration, however it indicates that this complaint is still reportable as serious injury. The initial report did not have the correct data documented, the correct data is provided in this follow-up report.

Event description:
Loss of osseointegration the original issue description was loss of osseointegration, however we have received additional information that the issue description for this complaint is implant fracture at/after delivery of prosthetic restoration, however it indicates that this complaint is still reportable as serious injury. The initial report did not have the correct data documented, the correct data is provided in this follow-up report.

Event description:
Loss of osseointegration